Event description:
Critical: boston scientific exploitation of ¿hybrid system¿ loophole to ignore lethal incompatibility with medtronic leads (class ii recall dec 2017) ¿ hybrid system blind spot induced risk of pacing inhibition & syncope, resulting in acute decompensation and near-fatal risk. Regulatory gap, manufacturer misconduct & dubious data manipulation. Current post-market surveillance regulations create a lethal 'blind spot' for patients with hybrid device systems: original implant 2002 ((B)(6) hospital), medtronic device, medtronic rv lead (capsure sp novus. Medtronic av lead (capsure fix novus 5076 52cm: serial (B)(6)). I still have the original 24yr-old leads. Implanted 2011: boston scientific altrua60 ((B)(6) hospital). Implanted 2023: l231 generators ((B)(6)). ¿data manipulation¿: 2011 my medtronic rv lead was switched in the system to guidant by removing the prefix lep and suffix v to match guidant formats. Comparing the atrial and rv leads, the rv lead is the primary danger zone for life-threatening events, when applying rv pacing, as the rv lead undergoes more mechanical stress, handling higher energy pacing pulses, which accelerates the fretting corrosion process at the connector interface. This is likely targeted hiding. It is statistically improbable they would correctly record the av lead brand and serial, while specifically altering the serial format to match the generator brand guidant, by removing prefix, suffix and changing brand from medtronic to guidant. Boston bought guidant in 2006. This is irrelevant for my case, as my leads were implanted 2002 and manufactured by medtronic. Motive: even in 2011, the incompatibility between medtronic rv leads and guidant/boston generators was a known "gray risk area". By falsifying the rv lead as "guidant," the implanting team or hospital administrator could imply the key parts of the system (device and rv lead were compatible). Ineffective regulatory environment: robust checks absent: changing a medtronic prefix lep to a fake guidant serial number would have been impossible, had robust checks existed. Blind spot: the fact that the altrua60 system accepted this falsified serial number without flagging a mismatch proves there is no cross-vendor check: the system did not verify the lead brand against the serial number format. Missing format validation: medtronic uses a 3 letter prefix, 6 digits and a 1 letter suffix. Suppose boston/guidant are forced to use 5 or 7 digits: even if prefix and suffix are removed, if each manufacture has a different ¿char length¿ of digits and total char, these errors could be flagged more easily. Product design flaw: these are not "clerical errors or human mistakes¿ ¿ these are product design flaws in boston scientific¿s data management and verification systems, compounded by regulatory blind spots. Consequence: no validation of serial number integrity allowed a medtronic rv lead, the primary lead for rv pacing, to be permanently recorded as a guidant lead in the hospital and manufacturer database. Regulatory loophole/blind spot: manufacturers (boston scientific) are only mandated to flag advisories based on the generator serial number. Their public lookup tools and hospital alert systems fail to cross-reference known incompatible leads (medtronic) implanted with their generators. This allows a known class ii recall (dec 2017) regarding connector ring fretting, far-field sensing and oversensing to remain invisible to hospitals and patients for 7.5 years. Mandatory fixes: never applied: the only complete fix is surgery. Interim instructions to neutralise the risks mandate turning the mv sensor off; many research reports also recommend turning off the safety switch (e.g., garg et al., 2020; karnik, helm, gaskill 2019), as this is subject to the same risks; pacing should be switched to unipolar with bipolar sensing by preference, unless there is too much noise, in which case all polarity should be unipolar. This bypasses the ring and stabilises the system. These settings were never applied. Refusal to mitigate & active misinformation: (B)(6) 2026. Despite explicit advisory instructions to turn the mv sensor off and adjust polarity for hybrid medtronic/boston systems, the manufacturer¿s technical support refused to program these safety settings. Boston is ¿doubling down¿ by actively advising hospitals there is no need to make these changes and falsely claimed that as a 2023 device implant includes ¿sam¿ (signal averaging mode), this bypasses the risk. It does not. Software cannot fix physical connector fretting. So while there is sam the dec.17 risks remain. The manufacturer¿s refusal, to acknowledge the hybrid risk in their system, effectively opts them out of liability for known defects, leaving patients unprotected until catastrophic failure occurs. (B)(6) 2026 a boston scientific technician installed the smr6 software update (brady model 3869 v2.05) ¿ intended to fix a battery impedance telemetry issue, yet failed to re-optimize the accelerometer settings manually. The update reset the sensor to default parameters, causing the device to pace aggressively in response to minimal activity. This omission directly triggered a near-fatal device reset: acute decompensation, edema and reduced cardio capacity within 30-60 minutes, forcing the patient into heart failure symptoms, hours before a long-haul flight, solely due to improper sensor programming. The technician¿s failure to adjust the accelerometer ¿ combined with their refusal to address the dec 2017 advisory ¿ demonstrates a systemic disregard for patient safety in hybrid systems, where software updates are applied without regard for the specific physiological risks of the hardware configuration. The only way to fix/neutralize these risks is outlined above: mv sensor off, safety switch off, unipolar pacing and manual accelerometer optimization. Withholding of data & failure to disclose critical warnings: in q4 2025¿q1 2026, boston scientific UK and the treating hospital refused my gdpr requests for daily minimum and maximum impedance data, preventing independent verification of lead stability. This obstruction continued during the (B)(6) 2026 device check, where a boston scientific technician observed a critical ¿check atrial lead¿ warning flag ¿definitive proof of fretting corrosion caused by transient impedance spikes ¿ yet failed to disclose this risk to me during the appointment. It was only discovered when the hospital forwarded me the full report. As a boston scientific employee, the technician was bound by the december 2017 advisory, which mandates contacting technical services immediately upon observing ¿transient, abrupt changes or any out-of-range ra/rv pacing impedance measurements.¿ this demonstrates a pattern of withholding critical safety information. Hiding this warning and actively concealing evidence of active connector instability, compounds the risk of pacing inhibition and syncope, which establishes systemic disregard for patient safety and transparency. Requesting regulatory change: cross-vendor compatibility checks: regulators must mandate that all device lookup tools and hospital inventory systems perform cross-vendor compatibility checks. A safety advisory for a lead must automatically flag any generator it is connected to, regardless of brand. The current 'siloed' reporting system is a patient safety hazard, as it treats devices and leads as isolated units. This is a design flaw in post-market surveillance, not just clerical errors. Manufacturers exploit these gaps claiming ¿no obligation¿ for hybrid systems, effectively opting out of liability for known hardware risks (like the ring connector issue). Patient safety vs. Innovation: the patient safety commissioner's recent warnings in ¿first do no harm¿ https://www.patientsafetycommissioner.org.UK/mandatory-yellow-card-reporting-is-essential-to-preven¿ , regarding "disjointed, siloed" reporting, specifically addresses these risks ¿ without mandatory reporting of near misses and hybrid incompatibilities, regulators cannot see the pattern of harm until a fatality occurs. Pt: 4577, 4930, 4577. Device: 3015, 2919, 4085. Ref: mw5189652, mw5189654, mw5189655. This report captures capsure sp novus #2.